Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 25, 2021.

Manufacturer narrative:
This report is submitted on september 24, 2021.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device on (B)(6) 2021.